Event description:
It was reported that during an ostomy takedown procedure, the device was fired according to the IFU. When checking anastomosis, the surgeon noticed there was bubbling. When he inspected the anastomosis, there was a 2mm hole; it appeared there were missing staples. This occurred on the anterior portion of the anastomosis. The anastomosis was over sewn and the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how was the procedure performed? (Open, lap or hals) open. What type of anastomosis was created? (End to end, end to side) asku. What stapling technique was used? (Single, double, triple) single. If (single or double), which purse-string suture was used? Asku, (hand-sewn or suture clamp). What other devices were used for transecting and/or closing -ostomies? Na. Was the sale rep present? No. How long has the surgeon been using this device for this procedure? 10+. Was the attending surgeon an experienced ees circular user? Yes. Who fired the device? (B)(6). Was the person firing the device an experienced ees circular user? Yes. Was the or staff experienced in preparing the ees circular device? Yes. Was there a recent conversion to ees devices in this account or this surgeon? No. Were malformed staples observed? No. Did any staples appear to be missing? Yes. If yes, missing where? Anterior part of the anastomosis about 10:00. Did the red safety remain engaged until firing? Yes. Was the device fired more than once? No. Was the safety reset before removal attempted? Yes. Did the issue change the patient's post operative care? No. What was the reason for the surgical procedure? Takedown of ostomy. What was the patient's pre-op diagnosis? Reconnection. Did the patient have pre-existing conditions that could have impacted the patient's health/surgical outcome? No. Has the patient undergone any radiation or chemo therapy? No. Were there any co-morbidity concerns (diabetes, crohn's, auto-immune disorders, coagulation issues)? Diverticulitis. Is there any additional information you would like to share relative to the issue? No. What is the patient's present condition? Fine. Is a pathology specimen available? No. Are there any x-rays and/or pictures available for analysis? No.